Event description:
It was reported that the lead showed small r-waves and high pacing threshold with impedance in the 300's. It was suspected micro-dislodgement. During lead repositioning, the physician was unable to extend the helix after it had been retracted. After a few attempts, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed; the helix will not extend or retract due to distal conductor distortion within the connector; blood/body fluid was present on the distal conductor and in/on the helix mechanism; lead was damaged at implant.